Event description:
--

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced because it had reached elective replacement indicator (eri). There was no allegation against the device, and no adverse patient effects were reported. This ICD was returned to boston scientific for analysis.